Event description:
The customer reported no fluoro on the system. Upon inspection, the service rep verified there was no image when flouring. He traced the problem to intermittent contacts on a socket ic in the ccd camera. There was pt involvement, but no pt injury.

Manufacturer narrative:
The service rep reseated video cables and reseated chips in the ccd. This fixed the problem. He also reset the default contrast setting. The c-arm is now working properly.